Manufacturer narrative:
Date sent to the FDA: 11/05/2015. Additional information.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on (B)(6) 2011 and mesh was implanted. The patient experienced an exposure on the anterior vaginal wall and a 1cm exposure on the posterior wall which were treated with estrogen application and mesh removal. The patient's current condition is reported to be fine. Additional information was not provided.